Manufacturer narrative:
The issue of difficult cannula insertion and damaged cannula after insertion has been assessed. The technical investigation determined designed tolerances for the material components could contribute to this problem within a significant amount but not all of the manufactured and distributed product. Results: no product will be returned for evaluation.

Event description:
The patient reported experiencing issues with insulin leaking from the infusion set connector, resulting in elevated blood glucose of up to 400 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.